Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the pump had a peeling/torn/worn keypad. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owners booklet instructs the user to contact customer service if the user suspects the pump may be damaged. No further information was available. There was no reported adverse event associated it this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was fully intact without evidence of peeling or damage. On investigation, all the keypad buttons were normally responsive with proper spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination or anomaly. The pump was opened for investigation and did not reveal any evidence of defect, contamination or damage to the interior components. Investigation was unable to confirm or duplicate the complaint.